Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2020-00722, 1627487-2020-00724, 1627487-2020-00725. It was reported that the patient was experiencing uncomfortable stimulation from their system. In turn, surgical intervention was undertaken wherein the system was explanted.